Manufacturer narrative:
The vibration functioned properly during self test. No vibration anomaly noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the vibration mode is not as strong as it use to be. Customer stated that the insulin pump did not vibrate when they pressed the act button after using up arrow button to set an easy bolus amount. Customer stated the vibrate mode is on and the battery is not low. Self test performed and the device did vibrate. Customer still requested the device to be replaced. Blood glucose value is unknown. Nothing further reported.